Manufacturer narrative:
Information was not provided by the initial contract. Introducer tube tip sheared off. Evaluation summary: the analysis results found that the tip of the introducer tube was torn and missing. However, the collagen plug was present and the firing mechanism was tested and it deployed as intended. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during the breast biopsy, the clip wouldn't deploy. The clip was replaced and the case was completed without any patient consequence. The device is being returned for analysis.